Manufacturer narrative:
Device not returned unable to determine cause, it is hypothesized that the failure was due to mechanical overload resulting in off-axis torque applied during use.

Event description:
It was stated that "angle of screw was more than actual driver to perform and it came apart at the joint."